Event description:
Staff member was doing a pivot transfer in the bathing. Positioning the resident properly on the chair (the resident back was against the back rest). The outside seat support popped out of position making the resident lean out. Staff member moved to support resident from falling and in doing so, staff member strained lower back.